Event description:
The customer reported that while the unit was in use on pt, the unit generated a system failure and error code 117 (front end a/d reference failure at power up). The pt was switched to another unit and therapy was continued. No pt injury was reported.